Event description:
It was reported the patient was near a magnet and felt ¿really shaky¿ on one side and realized her simulator was turned off. The patient's status was undetermined at the time of the report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # j0519210v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).